Manufacturer narrative:
Investigation summary: a complaint of a slide clamp not being assembled to a set was received from the customer. A sample was returned for investigation. Through visual inspection the customer complaint was confirmed. The roller clamp was missing from the set. A device history record review for model 2426-0500 lot number 20043403 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was determined to be an assembly error during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv experienced a missing component. The following information was provided by the initial reporter: there was no clamp slide on the alaris set 2426-0500.